Event description:
It was reported that a literature article was received indicating a subcutaneous implantable cardioverter defibrillator (s-ICD) study was performed to observe instances of any inappropriate therapy. In the study, it was observed that there were 48 instances of inappropriate shocks having been delivered amongst 26 separate patients. The cause of the inappropriate therapy ranged from oversensing of noise, t-wave oversensing, changes in amplitude morphology measurements, as well as atrial tachycardia episodes that had conducted down to the ventricles. All evidence indicate the s-icds remain in service and no adverse patient effects were reported.